Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited intermittent capture. Programming changes were discussed but not performed. The patient had no adverse consequences.